Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is (B)(6) 2017. To date the lens remains implanted. The device is not returning for evaluation as to date it remains implanted; therefore a failure analysis of the complaint device cannot be completed. The if there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient reported having blurred vision and issues with depth perception after an intraocular lens implantation. The symptoms were reported to the surgery center in (B)(6) 2017. In (B)(6) 2017, the patient had a yag (yttrium aluminium garnet) procedure performed but reported there was no improvement with the symptoms. In (B)(6) 2018, the patient reported dry eye and restasis was prescribed to alleviate the symptoms. In addition, contact lenses were prescribed which helped for reading but not for distance. The patient reported that the lack of depth perception has significantly affected her ability to perform daily activities. The patient¿s comments were of the intraocular lenses (iols) don't work but did not want them taken out. No additional procedures have been performed or are planned at this time.